Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
The lead was oversensing on both the pace/sense and the coil. Even though the ICD still had 51% of the battery left, the patient asked for it to be replaced to prevent another surgery in the near future. There were no adverse patient side effects reported. Should additional information become available, this event will be updated.

Event description:
The lead was oversensing on both the pace/sense and the coil. Even though the ICD still had 51 percent of the battery left, the patient asked for it to be replaced to prevent another surgery in the near future. There were no adverse patient side effects reported. Should additional information become available, this event will be updated.

Manufacturer narrative:
14-nov-2023 previously capped lead was explanted (B)(6) 2023. Upon receipt, the lead under complaint was found cut 49.5 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment was not received. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis showed that the insulation was found rubbed through in the distal end region, which is assumed to be the root cause of the reported oversensing. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Furthermore, the svc shock coil was found stretched, which most likely resulted from the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.